Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "[Name removed] called and said that he is testing the blender on this unit. He said that the bypass alarm is not working when he disconnects the gas supplies as instructed in the procedure. Will send him a replacement blender. The serial number of the defective blender is (B)(4). Order for the replacement blender is (B)(4) which is also the rga number for the defective blender."

Manufacturer narrative:
(B)(6) (third party service company) did not submit a user facility/importer report to the manufacturer. Event codes were derived based on info provided by (B)(6) (third party service company). (B)(4). Carefusion issued a return goods authorization (rga) number to (B)(6) (third party service company) for the return of the alleged faulty blender for eval. As of (B)(6) 2012, the alleged faulty blender has not been received by carefusion. Once the blender has been received and the eval completed, a follow-up medwatch report will be submitted.